Event description:
The physician used a scuba co cr stent to treat a lesion. The stent had been inspected prior to use with no issues noted. No negative or positive pressure was applied to the catheter prior to placement of the stent across the lesion. The lesion was pre-dilated; however, resistance was encountered advancing the device to / across the target lesion. This resulted in the stent moving from the marker and part of the stent dislodged from the balloon. It was reported that the stent was retrieved using a gripping device. No part remained in the patient. No clinical sequelae were reported. Device evaluation: the device was received back for evaluation. The stent was dislodged and returned separately to the device. The balloon was bent and the crimping marks were not clearly detected due to the bad condition of the device returned. However the heat setting marks on the balloon were visible. The stent was damaged and crushed on one side.

Manufacturer narrative:
(B)(4). Results: possibly related to procedure but cannot determine a root cause. Stent embolism. Conclusion: possibly related to procedure but cannot determine a root cause. Stent embolism.